Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The right wheel seems unbalanced and is rubbing against the arm of the chair. When there is no weight on the wheel and spinning, it wobbles a lot.